Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Left-sided diaphragmatic stimulation was reported on (B)(6) 2018. Lead was reprogrammed, but no surgical intervention was performed at the time. On (B)(6) 2020, the lead was explanted due to patient complaints of phrenic nerve stimulation. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.